Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that pendant response was poor compared to when imaging system 1 was used. The gantry movement response was also slow, with a noticeable time lag between pressing the button and the gantry's movement. There was no tactile feedback when pressing the button. The issue remained the same even after the pendant was replaced. There was no patient at the time of event.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated b5 and annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Interface details updated "compared to imaging system1, the response of the control panel was poor and it did not react unless pressed quite firmly. The gantry's response was also poor, resulting in decreased operability compared to imaging system1.